Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The valve was loaded as per the IFU instructions by the cardiovascular perfusionist. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20x44mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc). Moderate paravalvular leak (pvl) was noted; pigtail remained in the non-coronary cusp (ncc); post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20x44mm, non-abbott balloon. Mild paravalvular leak was noted with a post-gradient of 0 mmhg. Upon withdrawal of the pigtail catheter, the implanted valve was unintentionally repositioned and pulled up into the ascending aorta. A second non-abbott valve was required to be implanted. The patient was in a stable condition.

Manufacturer narrative:
An event of a perivalvular leak, aortic valve insufficiency, and device migration was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and cine review, the cause for the reported perivalvular leak and aortic valve insufficiency could not be determined. The reported device migration is likely a result of the pigtail catheter getting entangled in the valve. An unexpected medical intervention was a result of case specific circumstances, as a post implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The valve was loaded as per the IFU instructions by the cardiovascular perfusionist. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20 x 44 mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 6 mm on the non-coronary cusp (ncc). Moderate paravalvular leak (pvl) was noted; pigtail remained in the non-coronary cusp (ncc); post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20 x 44 mm, non-abbott balloon. Mild paravalvular leak was noted with a post-gradient of 0 mmhg. Upon withdrawal of the pigtail catheter, the implanted valve was unintentionally repositioned and pulled up into the ascending aorta. A second non-abbott valve was required to be implanted. The patient was in a stable condition.